Event description:
Customer reported the insulin pump alarmed motor error during priming. Customer's blood glucose level was 188 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to an MRI but was wearing the device during a colonoscopy about four weeks prior to alarm. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer stated he could rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners. The device was received with scratched lcd window.